Event description:
It was reported that one unit of a cinyrze product could not be used due to failure to dissolve. It has been reported that the pharmacist continued the patient's treatment using a different product. Additional information received 27 jan 2026: only a few drops of diluent were transferred.

Manufacturer narrative:
The turkish loc did attempt to return the sample but it was held up at customs. Photos were provided, the investigating site reviewed the photos and determined that they were sufficient to base the investigation on. They also noted that the the product was assembled incorrectly by the user as the mix2vial device was attached to the vials upside down. The blue part should be pierced into the swfi vial and the clear part into the product vial. Images provided showed a cinryze vial (lot c4b008ab) connected to a sterile water for injection (swfi) vial (lot m000690) via a mix2vial device, with minimal solution present in the product vial and the majority of diluent remaining in the swfi vial, consistent with the reported condition; however, the actual sample was not available for evaluation. Review of the photographs demonstrated that the mix2vial device was assembled incorrectly, with the blue end inserted into the product vial rather than the swfi vial and the clear end inserted into the diluent vial, which would prevent proper diluent transfer. Comprehensive reviews of incoming inspection, release documentation, and retention samples for the mix2vial device and associated drug and diluent lots identified no manufacturing abnormalities or specification failures, and release testing confirmed acceptable reconstitution performance for the cinryze lot. This was the only complaint for the lot related to dissolution, no patient involvement or adverse clinical outcome was reported, and no device or drug manufacturing root cause was identified; therefore, the complaint was not confirmed and no corrective or preventive actions were required.

Manufacturer narrative:
Sample is available for return; further investigation is pending.

Event description:
It was reported that one unit of a cinyrze product could not be used due to failure to dissolve. It has been reported that the pharmacist continued the patient's treatment using a different product.